Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable impedance, intermittent noise, loss of capture, oversensing and possible insulation issue. The rv lead remains in use. No patient complications have been reported as a result of this event.